Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 112197 - the dentist reported that 3 weeks after the dental implant was installed in intraoral region #10 it was verified its non- osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type I) and bone graft was executed.